Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that in the morning at around 10:15 am, the patient was experiencing light-headedness, when she checked her cgm and pump, it was reading low with no value then she passed out. She said that before passing out, her cgm readings were going high but she can't provide the exact cgm value, so she manually adjusted her omnipod5 pump so it would administer 3 units of insulin to make sure that her sugar will not go higher. Her family member called ambulance. Ambulance arrived around 10:30 am. She was taken to the emergency room (ER) via ambulance. They administered glucose water and the only value that she was told while on the ambulance was bg fs of 40 mg/dl that went up to 57 mg/dl and she was not informed about the cgm value during this time. She regained consciousness while on the ambulance and can't recall how long she was unconscious. They arrived at the ER around 11:00 am. At the ER, her bg fs was 230 mg/dl while her cgm was showing 190 mg/dl. They administered IV fluid/saline. After the saline was administered the reading was all over the place. The patient was discharged around 2:00 pm on the same day (less than 24 hours). She was fine after the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. When the patient passed out, here was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.